Event description:
Hcp reported suspected infection and/or reaction to device implant. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.